Event description:
Customer claims pt's foot was injured while wearing another MFR's brand of blanket that was attached to a deroyal motorized cold therapy unit. The device was applied on the pt, under fiberglass casting material, following a bunionectomy plantar facitis procedure in 11/00. When the pt presented to their podiatrist in 2000 for a postsurgical follow-up appointment, it was the first time that the pt's skin under the blanket was observed. The foot was described by the podiatrist to be cold, rigid, and cyanotic and the toes were described to be insentient and lacking capillary refill. The podiatrist immediately referred the pt to the hosp ER. Pt remained in the hosp for several days undergoing treatment to reverse the effects of the injury to foot.